Manufacturer narrative:
The insulin pump passed self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test and force sensor test. We were unable to complete functional test due to missing retainer. The insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, missing retainer, missing reservoir tube o-ring and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the power error alarm reoccurred again exactly a week from the last call on (B)(6) 2017. Customer's blood glucose was 10 mmol/l. Customer was informed what the alarm meant. Customer stated the device has not been exposed to temperatures below 41 degrees fahrenheit. Customer was advised the insulin pump needed to be replaced due to the alarm reoccurring. Customer mentioned a current blood glucose of 7.4 mmol/l. Customer is returning the device for analysis.